Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had continues no delivery alarms. The customer's blood glucose was not provided and it unknown if troubleshooting was performed. Customer is returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform excessive no delivery test due to motor anomaly. The insulin pump was received with cracked case at the display window corners and minor scratches on lcd window.